Manufacturer narrative:
If implanted, give date: n/a (not applicable). The intraocular lens was not implanted. If explanted, give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported the intraocular lens ripped. There was no patient contact and no adverse event reported. The lens was discarded at the customer site and will not be returned. No further information was provided.